Event description:
This case was reported by a consumer and described the occurrence of feeling of airways obstruction in a (B)(6) female pt who received glucose oxidase+lactoferrin+lactoperoxidase+lysozyme (biotene oralbalance gel) over a period of 2 weeks for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started glucose oxidase+lactoferrin+lactoperoxidase+lysozyme. At an unk time after starting glucose oxidase+lactoferrin+lactoperoxidase+lysozyme, the pt experienced feeling of airways obstruction, cough and residue stuck in throat. This case was assessed as medically serious by gsk. Treatment with glucose oxidase+lactoferrin+lactoperoxidase+lysozyme was discontinued. At the time of reporting, the outcome of the events was unk. The caller reported that after using the biotene oral balance gel for 2 weeks she felt like she had an obstruction in her airway. She reported that she coughed and coughed and finally got it up and it was a big handful of the gel.

Manufacturer narrative:
The manufacturer's report number for this case is 2022474-2012-00002. Biotene oralbalance gel is manufactured in (B)(4), in the united states. The lot number of the product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).